Event description:
An initial report of hospitalization was received by (B)(6) on 31-oct-2024 and forwarded to millyard advanced medical products, llc on 01-nov-2024. The patient's mother reported that the patient was hospitalized on (B)(6) 2024 for a brain bleed from a car accident. The patient was switched to remodulin therapy while still in the hospital. A pulmonary fellow from the hospital reported that the patient's pump would not connect with the remote. It was advised that hospital equipment may be causing interference, and troubleshooting steps were provided. The pulmonary fellow stated that the pump needed to be turned down [dose decreased] due to the patient's condition. The pulmonary fellow was advised the patient should be transitioned to hospital medication due to the need to lower the prescribed dose below the pump's lowest delivery limit. It is unknown if troubleshooting was attempted or if the patient was transitioned off remodulin therapy. The patient's mother and the nurse manager reported that the patient passed away in the hospital on (B)(6) 2024. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation.